Event description:
Exchange transfusion tray with individually packaged shuttle set with slip tip connection came loose when attempting to setup the shuttle set. This piece should be permanently connected. Once loose, piece would not reconnect. Staff discarded that portion of shuttle set and utilized an external stopcock stocked within hospital to perform exchange transfusion. New lot # (3214-061424) does not seem to have this issue. It seems to be limited to old lot # of 2734-010824 (with individually packaged shuttle set lot # of 19808).